Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. The insulin pump was received with cracked reservoir tube lip, cracked case, peeling keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Nurse reported via phone call damage on the insulin pump. Customer's blood glucose level was 7.4 mmol/l. Customer's insulin pump fell as a result of the belt clip slot being broken. Nurse advised the insulin pump screen turned blue and white. The insulin pump does not have physical damage but was alarming. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.